Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had waxy quality of vision; poor contrast; could not see adequately in dim light. The patient also had asthenopia from multifocal optics. The lens explantation was planned. Additional information has been requested, received and stated the iol was exchanged for unspecified lens. The patient had poor quality of vision. Surgery was perfect. Issue was with quality of vision related to multifocal optics.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The replacement lens was indicated to be an advanced technology intraocular lens (atiol). The specific model/diopter were not provided. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).